Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to pain, instability, synovitis, adhesions, and effusion. The surgeon noted after implantation of revision products the patella was slightly baja, but the surgeon indicated the knee was very stable and was satisfied with the range of motion. The patella component was not revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2017, dor: (B)(6) 2018. Right knee.